Event description:
Facility reported to (B)(6) service and repair: the 532.010 (small battery drive) has a sticky trigger. No further information was provided. This is I of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
This device used for treatment and not diagnosis. The reporters complaint of a sticky trigger was confirmed. The device was tested and the complaint was duplicated. Also it was noted that during pre-repair evaluation of the small battery drive that the coupling head is sticking. Evidence indicates this is due to usage wear over time. Placeholder.